Event description:
The facility representative contacted baxter (B)(4) to report a flogard set in which the tubing was blocked. There was patient involvement. This condition has the potential to cause an interruption of delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed; therefore, an assignable cause could not be determined. Additional information: a batch review was performed finding that no exception/non-conformance reports were documented for this lot in relation to the reported condition.